Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a perclose proglide device after an unspecified procedure. Reportedly, four hours later the patient had leg pain. The proglide had stitched the back wall of the artery and had closed the artery. Surgery was required to restore normal blood flow to the leg. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence (reported as having occurred approximately (B)(6) ago). It is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.